Event description:
It was reported, the patient is an extremely small female with polio who has the smallest rhk sizes available. Because of her condition, she has extremely limited range of motion and will require either a revision to a distal femoral replacement or proximal tibial replacement in order to increase her joint space and therefore gain mobility and function in her knee. She has no other adverse symptoms other than limited mobility and range of motion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2, a3, a4, b4, b5, b7, d5, d10, g3, h1, h2, h6,h11. Additional information was received and the investigation has been updated. Once the updated investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: unknown, 1 nonmod rhk tibia, unknown lot. Unknown, 12 b rhk poly, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left/right knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a poly revision with a pmi product on an unknown day for an unknown reason. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, b7, d4, d10, g1, g3, h1, h2. D10: 00588001202, right size b cemented option femoral component femoral plastic cap must be removed prior to implantation, 65430532. 00588000102, size 1 precoat non-modular cemented tibial component, 65770711. 00598801010, 10mm diameter 100mm length straight stem extension combined length 145mm, 65959076. 42509902525, 2.5 mm female hex screw 25 mm length, 65905539. 00590102000, headless trocar drill pin 3.2 mm diameter 75 mm length, 66269632. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g4; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by mmi they state the following: imaging findings - single ap standing view of both knees. There are changes of right knee arthroplasty with a hinged knee with cemented long femoral and tibial stems. No evidence of component loosening or fracture. The femoral component has mild overhang in relation to the native femoral condyles. The implant alignment appears standard in relation to the native femur and tibia. There appears to possibly be some mild valgus alignment of the right lower extremity however a total leg length study would be necessary to make this assessment. There is diffuse muscular atrophy in the visualized right lower extremity consistent with the given history of polio. Impression - hinged right knee arthroplasty with cemented long femoral and tibial stems. No evidence of component loosening or fracture. There is diffuse muscular atrophy in the visualized right lower extremity consistent with the given history of polio. The femoral component has mild overhang in relation to the native femoral condyles. The implant alignment appears standard in relation to the native femur and tibia. There is possibly some mild valgus alignment of the right lower extremity however a total leg length study would be necessary to make this assessment. The polyethylene insert is relatively thick in this particular implant. Increased thickness increases soft tissue tension-this has the potential to increase stability but decrease range of motion (rom), particularly the ability to achieve full extension, in some studies in the literature but often depends on individual factors and implant design. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.